Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. The lot number was not provided thus a device history record was not reviewed complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use, this pacing catheter it would not capture. The physician felt the catheter snug exiting the sheath but it otherwise advanced and connected appropriately. The catheter was exchanged with a new one and everything worked fine. There was no patient injury reported.

Manufacturer narrative:
One bipolar pacing catheter was received for evaluation. The reported issue not capturing was confirmed. It was found that a broken distal leadwire was protruding out of the inflation lumen port and damaging the balloon. The balloon had leakage through a pin hole. Continuity testing confirmed a full open condition in the distal circuit. An x-ray photo showed the distal lead wire was detached/broken from distal electrode. The proximal circuit was found to be continuous. The reported issue of being snug was unable to be confirmed. The catheter passed a lab 6f introducer without difficulty. The catheter outer diameter was measured to be 0.077 which was within specification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.